Event description:
Boston scientific received information that during a device interrogation, right ventricular (rv) lead pacing impedance measurements gradually increased to 2,260 ohms in unipolar and bipolar. Additionally threshold measurements were 2.2v@1.0ms in bipolar and 1.9v@ 0.4ms in unipolar. The patient was admitted and scheduled for a lead revision procedure. A revision procedure was performed and the rv lead was surgically abandoned. The device remains actively implanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.